Manufacturer narrative:
On 23-aug-2018, product investigation results: reporter returned an unspecified number of toothbrush heads on 22-aug-2018. Toothbrush heads confirmed to be counterfeit.

Event description:
Consumer called stating the heads of the brush heads can move and become detached, and the pin comes out while brushing. No injury was reported.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating the heads of the brush heads can move and become detached, and the pin comes out while brushing. No injury was reported.